Event description:
On (B)(6) 2010, per customer, 2 pts exhibited imprecision when test repeated. One pt's result was lower than expected and lower when compared to lab result. All pts tested using same meter and strip lot. Therapeutic range = 2.0-3.0.

Manufacturer narrative:
Investigation pending.